Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), device breakage ("device breakage/coils were broken in several pieces"), pelvic abscess ("abscess in her pelvic region"), uterine adhesions ("adhesion") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left coil broke during first procedure". The patient's past medical history included caesarean section. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included incomplete bladder emptying and vaginal dryness. Concomitant products included anaesthetics (anesthesia), antifungals for topical use from 2013 to 2016, cetirizine hydrochloride (zyrtec) since 2013, clonazepam since 2014, diazepam (valium), escitalopram since 2014, mometasone furoate (nasonex) since 2015, nuvaring since (B)(6) 2013, phentermine since 2017, trazodone since 2014 and vicodin since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), uterine adhesions (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menstruation / clotting during menstruation/abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("abnormal bleeding during menstruation"), allergy to metals ("various allergic reactions to the nickel"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), nausea ("nausea"), rash ("rashes or skin conditions type: rashes"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain/loss specify wgich one: weight gain"), arthralgia ("hip pain") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen, antibiotics, co-trimoxazole (bactrim), esomeprazole magnesium (nexium), hydrocortisone, surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy and lysis of adhesions, biopsy), surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy and lysis of adhesions, biopsy), surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy and lysis of adhesions, biopsy), surgery (lysis), alternative therapy (itchammol and other creams) and alternative therapy (diet, exercise). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the device breakage, pelvic abscess, uterine adhesions, menorrhagia, menstrual disorder, allergy to metals, vaginal haemorrhage, dyspareunia, fatigue, alopecia, cystitis, nausea, rash, vaginal discharge, weight increased and arthralgia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic abscess, pelvic pain, rash, uterine adhesions, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the second coil was placed in the left tubal ostia without complication. No evidence of essure coil perforation. Essure was inserted on (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.202 kgs. During essure insertion: anteverted uterus with normal appearing uterine cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc received on 07-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and an abscess in her pelvic region was diagnosed. A laparoscopic supracervical hysterectomy, bilateral salpingectomy and lysis of adhesions were performed. The events are regarded as anticipated according to the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In addition, pelvic pain may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), device breakage ("device breakage/coils were broken in several pieces"), pelvic abscess ("abscess in her pelvic region") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left coil broke during first procedure". The patient's past medical history included caesarean section. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included incomplete bladder emptying and vaginal dryness. Concomitant products included anaesthetics (anesthesia), antifungal creams from 2013 to 2016, cetirizine hydrochloride (zyrtec) since 2013, clonazepam since 2014, diazepam (valium), escitalopram since 2014, mometasone furoate (nasonex) since 2015, nuvaring since (B)(6) 2013, phentermine since 2017, trazodone since 2014 and vicodin since (B)(6) 2013. In july 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menstruation / clotting during menstruation/abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("abnormal bleeding during menstruation"), allergy to metals ("various allergic reactions to the nickel"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), nausea ("nausea"), rash ("rashes or skin conditions type: rashes"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain/loss specify wgich one: weight gain"), uterine adhesions ("adhesion"), arthralgia ("hip pain") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen, antibiotics, co-trimoxazole (bactrim), esomeprazole magnesium (nexium), hydrocortisone, surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy and lysis of adhesions, biopsy), alternative therapy (itchammol and other creams), alternative therapy (diet, exercise) and surgery (lysis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the device breakage, pelvic abscess, menorrhagia, menstrual disorder, allergy to metals, vaginal haemorrhage, dyspareunia, fatigue, alopecia, cystitis, nausea, rash, vaginal discharge, weight increased, uterine adhesions and arthralgia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic abscess, pelvic pain, rash, uterine adhesions, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the second coil was placed in the left tubal ostia without complication. No evidence of essure coil perforation. Essure was inserted on (B)(6) 2013,(B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.202 kgs. During essure insertion: anteverted uterus with normal appearing uterine cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, pelvic pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hysterectomy (partial), infection (bladder/urinary tract/vaginal) type: bladder, nausea, pain, rashes or skin conditions type: rashes, vaginal discharge, weight gain / loss specify which one: weight gain, other injury(ies) or complication(s)please describe: adhesions, hip pain, abnormal bleeding, cramping, device insertion difficult, left coil broke during first procedure were added. Patient's concomitant medication added, laboratory data was added. On (B)(6) 2018: medical records received: patient's medical history, concomitant medication added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 18-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on left side on (B)(6) 2013 and on right side on (B)(6) 2013 for permanent contraception. On (B)(6) 2013, hsg was done and confirmed a satisfactory placement and full occlusion of her tubes. Sometime after implant of the essure device she began to experience one or more of the following symptoms including but not limited to severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. She reported to her healthcare provider that she was experiencing severe and chronic pelvic pain, heavy and abnormal bleeding during menstruation, clotting during menstruation and various allergic reactions to the nickel. She was also diagnosed with an abscess in her pelvic region. On (B)(6) 2016, laparoscopic supracervical hysterectomy, bilateral salpingectomy and lysis of adhesions were performed. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and an abscess in her pelvic region was diagnosed. A laparoscopic supracervical hysterectomy, bilateral salpingectomy and lysis of adhesions were performed. The events are regarded as anticipated according to the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In addition, pelvic pain may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.